Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. Investigation summary: bd received 12 samples and 2 photos for investigation. After analysis, one of the customer photos shows poor barrier separation, as the barrier is not fully formed, allowing red cells to seep through into the serum. A total of 12 customer samples underwent visual inspection, and one out of these 12 samples failed the inspection. Additionally, 30 retained samples were visually inspected, and all samples passed the inspection. Complaints for sample quality are under statistical control for the month of april 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation based on customer photo and sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited poor barrier separation. No adverse impact was reported regarding the patient or user.